Event description:
Patient called to report that their meter had been giving them a not ok prompt for the past 2 weeks. Patient has not been able to test their bg, and because of that the patient has been unable to take their medications. Issue was not resolved over the phone with the ccr. No evidence of serious injury. Patient was felling ill. Patient did not seek medical attention. No further information has been reported.